Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 28, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: the product was received for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to this complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity: race: middle eastern. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye due to halo, glare, and poor contrast. No other visual disturbances were experienced. The symptoms were first noted from the date of implant on (B)(6) 2022 during a post-operative exam. The symptoms improved but did not resolved, resulting in the exchange. A non-johnson and johnson monofocal iol was implanted as replacement. There was no patient injury. No medical or surgical interventions were required. The outcome does not significantly interfere with activities of daily life. The patient's symptoms have improved post-operative. No further information was provided.